Event description:
The rptr stated that he did back to back blood glucose tests, one after the other, using different fingersticks and strips. His results were 51,21 and 20 mg/dl. He did not have any symptoms. During troubleshooting, a control solution test was in range (no specifics given.) The lifescan representative reviewed "qc" procedures and discussed meter/lab testing with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8